Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified the reported issue was due to the system pcb. Stryker further evaluated the system pcb and found contamination on the shorted component. The root cause was due to the customer's improper maintenance. Stryker scrapped the device as it could not be repaired as the replacement part was no longer available. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.